Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that at the beginning of (B)(6) 2017 (exact date unknown) the patient noticed a change in the stimulation pattern. Up until that point, the stimulation covered their low-back and anterior/posterior legs to the ankle. Since (B)(6) 2017 stimulation now covered their left sided upper back, abdomen, and anterior leg to their knee. The patient had been too busy to report the charging in the stimulation patter sooner. It was reported that the patient trips and falls on a regular base. It was unknown if the falls were the cause of the change in stimulation pattern. The implantable neurostimulator (ins) shifted in the pocket which was making charging difficult. Per the consumer, this had been the case since the date of implant. It was noted this had not been reported until now because it was not an issue for them until about 6 months ago. It was noted that the patient had a condition clarified to be ehlers danlos syndrome which is a collagen deficiency that caused elasticity. The patient suspected that this was what caused the pocket to become larger and resulted in the migration of the ins. The manufacturer representative would be meeting with the patient on (B)(6) 201 7 to attempt scs reprogramming. The patient wanted to discuss possible surgical intervention with the health care provider (hcp) to ¿tack down the ins.¿ it was noted that it was unknown if a surgical intervention was planned. The issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2017-oct-31. A pocket revision was scheduled for (B)(6) 2017. It remains unknown if there was a relationship between thepatient¿s falls and their implantable neurostimulator (ins) migrating/change in stimulation. The issue was resolved at the time of the report. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported that the patient had an infection and the cause was unknown. The ins was explanted but the lead remains in place. The ins was discarded and therefore would not be returned for analysis. After antibiotic treatment is completed, the patient will get the replacement ins implanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-24. The patient choosing to replace their ins because the battery was too difficult to charge (irritating skin) and the ins was moving in the pocket over the spine, which was very uncomfortable; this problem started about 6 months ago; patient¿s condition, ehlers danlos syndrome iii, causes tissue fragility hypermobility, so the ins will be moved to another pocket on the same side of the body. The patient is aware that new ins does not have adaptive stimulation that the old ins could last anywhere between 3-5 years, sometimes shorter/longer, depending on programming configuration and utilization. The patient was very happy exiting programming for low back, buttocks legs; has decreased use of pain medicine by 90%; per patient request, successfully additional program to cover higher in his back. No further complications were reported/are anticipated.